Manufacturer narrative:
Pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unresponsive button, battery out limited and failed battery test due to frozen display. Pump received with cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and failed battery test alarm. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer stated that the insulin pump had a failed battery test alarm and the buttons were unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported crack along the battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.